Manufacturer narrative:
The field service engineer performed various cleaning's and ran performance checks. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay result for one patient with the cobas e 801 module. The initial result was <5 pg/ml. The repeated result was 3,554 pg/ml. The second repeated result was 3,511 pg/ml. The questionable result was not reported outside the laboratory. The reagent lot number was 454341. The expiration date was requested but not provided.